Event description:
It was reported the patient's ipg has been inoperable for approximately 2 years. It was also reported the patient is unable to establish communication between his ipg and programmer. The patient is without stimulation. The patient will consult with the sjm representative and the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.